Event description:
Per the surgeon's report, this pt received no benefit from her cochlear implant. Diagnostic testing did not show fault with the device (dates of testing unk). Thesurgeon explanted the device in 2006. A new device was implanted on the contrailateral side during the same surgery.